Event description:
It was reported that this pacemaker was explanted and replaced a few weeks after it was implanted, as during a revision procedure for the right atrial (ra) lead the device had setscrew issues. Additional information from the field representative on the case specified that the issue was that the setscrew would not tighten down onto the lead, and was just spin. The device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Both setscrews were tested and operated normally in both directions. They were able to be tightened down all the way, and the wrench clicked when each setscrew was fully tightened. The right atrial (ra) seal plug was removed, and high power visual inspection of the ra setscrew noted signs of incomplete insertion in the hex slot. Once there was a full insertion of hex wrench, the device operated appropriately with no interruptions in therapy output. Laboratory testing revealed that the issue was due to incomplete insertion of the wrench, which can cause the hex wrench to turn inside the hex slot but not tighten the setscrew.

Event description:
Supplemental report sent with analysis results.